Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced intermittent signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, after which glucose peaked at 268 mg/dl before trending down; the sensor reconnected without re-pairing and was functioning at the time of the call, and the agent advised a sensor change if signal loss persisted. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included no alerts or alarms, no reported injury, and no hospitalization. User support included customer service troubleshooting and user education. Investigation of this case revealed intermittent communication disruption between the cgm and the ilet with no persistent device alarm and no confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely external communication interference or sensor-related connectivity issues.